Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump only pumped 0.6ml of medication over 72 hours. The rate is 0.02 ml/hour. The patient was supposed to have around 1.4ml over the same time period. The pump did not alarm during infusion. The pump programming and rate setting were as expected. The patient was slightly hypotensive after restarting infusion with backup pump. The pump was leaking remodulin vial.2.5mg/ml. No medical or surgical intervention was reported.

Manufacturer narrative:
Other text: h4: device manufacture date: updated. H6: event problem and evaluation codes: updates not required. H10: device evaluation: no product was returned for visual or functional evaluation however, the pump operators manual states system delivery accuracy of the reported pump is plus or minus 3 percent. System delivery inaccuracies may occur as a result of back pressure or fluid resistance which depends upon medication viscosity, catheter size and extension set tubing. In addition, the pump will alarm and display a cartridge volume low message when the syringe volume is low, this is a normal function of the pump. This does not necessarily mean the pump is not functioning properly. The device in question would need to be returned for functional and delivery accuracy tests. Results: there is no evidence that the reported pump failed to meet specifications. Root cause of the reported event cannot be determined as no sample was received in order to investigate. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: model number: 7400, h4: manufacturing date.